Event description:
This console was not on a patient. The console displayed a right cardiac output low alarm while connected to a mock circulation tank. The displayed cardiac output was 6.5 l/min., above the alarm threshold of 3.5 ./min. Upon replacement of the computer assembly, consisting of a toshiba labtop, 12 input cable, the alarm extinguished and the console passed routine equipment calibration.